Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there was white residue in the air/water cylinder and air/water channel. However, the identity of the foreign material (white residue) and a definitive root cause of the reported issues could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the colonovideoscope had white residue in the air/water cylinder and air/water channel. There was no patient involvement.